Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received multiple lost sensor alerts. Customer reported that later on, when he removed the sensor, he noticed that the cannula was retracted. The customer stated that the cannula was coming out the back of the sensor instead of going into his skin. Blood glucose level at the time of the incident was not provided. The customer will not return the product for analysis.